Event description:
It was reported that the procedure was being performed on a (B)(6) female pt with septic shock in the hemodynamic unit. Four kits were opened and during insertion into the pt's right femoral, the spring wire guide's (swg) met resistance. The swg's were removed and looked tortuous. As a result, a fifth kit was opened and placed successfully for the pt. The pt had multiple punctures in the anatomical site. There was a 60 min delay in treatment and there was no pt death. The pt was unstable because of the delay in the start of vasoactive amines (medications). Add'l info received on (B)(6) 2011 from the distributor stated the pt was in septic shock. The delay to begin "vasoactive amine" worst the pt health clinical. The result of the problem with the product was the delay to begin vasoactive causing worsening in pt care. The pt outcome was severe hypotension, tachycardia and mechanical ventilation. They used the femoral site for all attempts.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.